Event description:
A customer reported via phone call indicating physical damage in the form of severe scratches to the lcd screen of their insulin pump. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The date of the report provided with the initial report was incorrect. The correct date has been updated with this report.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.